Event description:
The stryker suction irrigator was attached to the machine. At this time, the operating room technician noticed a foreign object in the irrigation line. The irrigator was removed from the field and a new one was opened. The faulty irrigator was never used on the patient.